Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31075422l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. It was reported that after the procedure was completed, a cardiac tamponade was detected due to the decreased blood pressure and the patient's complaint of nausea. Timing was on return to the ward after the procedure was completed. Pericardial effusion was confirmed postoperatively, and pericardial drainage was performed in the catheterization room. The patient condition is stable, and she is being followed up in hcu (high care unit) postoperatively. Atrial septal puncture was performed. Radiofrequency (rf) needle was used. Pericardial effusion was not confirmed prior to the ablation. Steam pop was not confirmed. Irrigation catheter was used and the flow setting was 2 ml/min during mapping, 8 ml/min below 30w, and 15 ml/min above 31w. Contact force (cf) monitoring methods were real time graph; dashboard; vector; visitag. The coloring setting of visitag was tag index. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The physician commented that cavotricuspid isthmus (cti) ablation might have caused the event because venous blood was drained during pericardial drainage. Outcome of the adverse event was improved. Smartablate generator was used, the serial number was unknown. No error messages observed during the procedure. There was no abnormality prior to and during use of the product. The patient will be discharged from the hospital on (B)(6) 2023. The patient required extended hospitalization for follow- up observation. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. Visitag module was used, parameters for stability used were maximum distance change 2.5mm, minimum time 3s, fot 25% 5g, tag size 2mm. No additional filter used with the visitag.